Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. The device had cracked reservoir tube lip.

Event description:
It was reported the piston on the insulin pump did not stop when priming. Customer does not know blood glucose level. No further information reported.